Event description:
It was reported to philips that after attempting a reboot, the system was unable to boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A the field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse found that aep meter dose detector faulty. To resolve the problem, fse replaced the aep meter and return part for further analysis and there is an electrical defect of component. After replacing aep meter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.